Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported left side "yellow, malodorous fluid" encountered within the capsule during surgery and explanted device was "noted to be yellow". Device has been explanted and replaced. Total capsulectomy was performed.

Manufacturer narrative:
The events of "capsular contracture", "seroma-late", and "abscess" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ abscess: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed one opening assessed as surgical damage, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported left side "yellow, malodorous fluid" encountered within the capsule during surgery and explanted device was "noted to be yellow". Device has been explanted and replaced. Total capsulectomy was performed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Healthcare professional later reported "yellow, malodorous fluid". Device was explanted.

Manufacturer narrative:
Corrected data: d.6a clarification to d.6a: year of implant provided as 2018. Implant date updated as 01/aug/2018 to align with device manufacturing date.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device remains implanted.